Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the patient met with their managing doctor, the manufacturer representative noticed the patient's stimulation was off. The patient said they were not sure how stimulation got turned off. At that appointment, the device was reprogrammed and the patient was feeling stimulation in the back of their thigh. They were no longer feeling stimulation in the back of the thigh and wanted to know if they could increase stimulation on their own. It was reviewed the patient could increase stimulation. They did not have an antenna and said they were not able to use the programmer without the antenna attached. An email was sent to repair for an antenna. They noted they had an upcoming appointment in several weeks with the managing healthcare provider.